Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion (nbd), insulation damage near the device header was identified on this right ventricular (rv) lead. It was reported the damage was on the pace/sense portion of the lead and the distal coil. All electrical measurements were within normal limits. The rv lead was abandoned and a new rv lead was implanted. No adverse patient effects were reported.